Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes patient's aesthetic medical history. The non-serious event of arthralgia was considered unexpected and unrelated to the treatment. Alternative etiology includes undisclosed or undiagnosed medical conditions. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician which refers to a 64-year-old female patient. The medical history of the patient included loss of hair. No information about history of allergies has been provided. The patient had undergone below treatments previously: on (B)(6) 2013, the patient undergone peeling and later complained about loss of hair. On (B)(6) 2014, she underwent compliment treatment of botox with emphasis on periocular region. On (B)(6) 2015, injection of botox was performed. On (B)(6) 2015, the patient again had compliment treatment of botox with emphasis on periocular region. On (B)(6) 2016, the patient was injected with botox. On (B)(6)2016, the patient was treated with dual deep - co2. On (B)(6) 2016, the patient was injected with dysport and volbella on the lower lip line and in the wrinkles of the ventricles. On (B)(6) 2017, 3 strands of suture from silhouette were performed on patient. On 13-nov-2018, the patient was referred to another provider and there applied botox and the product did not provide effect. On 13-dec-2018, the patient was injected with sculptra on face. In dec (unknown year), the patient underwent botox and filling with unspecified product. On (B)(6) 2021, the patient was injected with 72iu of dysport. On (B)(6) 2021, the patient was treated with botox on periocular region and filling with volift and volux. On (B)(6) 2021, the patient underwent treatment with botox, volift on periocular region, voluma in ck1 (3) and volift and volux on c6 and c1 for top model look. On (B)(6) 2021, the botox treatment was performed. On (B)(6) 2022, the patient underwent treatment with botox and sculptra. On (B)(6) 2022, the patient received first treatment session with 1 vial of sculptra, half vial to each side of face (unknown lot number, injection technique and needle type). On (B)(6) 2022, the patient received second treatment session with 1 vial of sculptra, half vial to each side of face (unknown lot number, injection technique and needle type). Same day, the patient also received treatment with botox [botulinum toxin type a] and volift on c6. On 01-mar-2023, the patient received third treatment session with 1 vial of sculptra, half vial to each side of face (unknown lot number, injection technique and needle type). On (B)(6) 2023, the patient received fourth treatment session with 1 vial of sculptra, half vial to each side of face (unknown lot number, injection technique and needle type). On (B)(6) 2023, the patient started to feel some nodules/small balls (implant site nodule) on face, which were increasing in quantity. The patient reported to hcp about nodules over phone and she was asked to return to hcp office in person immediately. On unknown date in 2023, the patient experienced pain in the shoulder (arthralgia). On (B)(6) 2023, the patient underwent the first session with laser vzet treatment for nodules. On (B)(6) 2023, the reporter showed the improvement in the quality of the skin. On (B)(6) 2023, the hcp performed the second session with laser vzet treatment and applied saline [sodium chloride] solution on the nodules after sculptra. On (B)(6) 2023, the patient informed to hcp great improvement, and mentioned that the small balls disappeared, only one was remaining on the temple and cheekbone. On (B)(6)2023, the hcp performed application of saline solution on the nodules after sculptra. On (B)(6) 2023, the hcp performed injection of saline solution and hyaluronidase [hyaluronidase] at the nodules of sculptra. On (B)(6) 2023, the patient underwent third injection of saline solution with unspecified anesthetic and also performed the fourth session with laser endymed. On (B)(6) 2023, the hcp performed the fourth injection of saline solution with unspecified anesthetic and hyaluronidase and also performed the fifth laser session with endymed. On (B)(6) 2023, the patient underwent fifth injection of saline solution and the sixth laser session with vzet (for second time). On (B)(6) 2023, the hcp performed the sixth injection of saline solution and seventh laser session with endymed. On (B)(6) 2023, the hcp performed the seventh injection of saline solution and octave laser session with endymed. The patient took the second dose of diprospan [betamethasone dipropionate] for the shoulders on (B)(6) 2023 showing improvement. On (B)(6) 2023, the hcp performed the injection of saline solution and ninth laser session with vzet. On (B)(6) 2023, the patient received laser treatment with endymed. Outcome at the time of the report: nodules/small balls was recovering/resolving. Pain in the shoulder was recovered/resolved.